Manufacturer narrative:
Other relevant device(s) are: product ID: 9660651r, serial/lot #: unknown, ubd: unknown, UDI #: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that there was no power emulating for the em box. No patient present.

Manufacturer narrative:
The system 9660651r axiem portable rework (lot# 0200030641) was returned for analysis. Analysis found that the reported problem could be confirmed. There was physical damage observed on the field generator lemo port tca 1 and 2 on the axiem box. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: an additional system checkout was documented and confirmed hardware parts were replaced. The issue resolved after part replacement. No parts have been returned to the manufacturer for analysis. Fdc updated to reflect part replacement. If information is provided in the future, a supplemental report will be issued.